Manufacturer narrative:
(B)(4). Date sent: 2/22/2024 d4: batch #335c99 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was returned with no apparent damage and with a reload present. The reload had the proximal 1 driver up with staples protruding and the remaining drivers down with staples present and swing tab in the locked position. Also, it was noted that the "doghouse" component of the cartridge was damaged making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 335c99, and no non-conformances were identified. The lot#370c50 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lap hemicolectomy surgery, could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.